Manufacturer narrative:
PMA 510(k): this part is not approved for use in the united states; however a like device catalog # c01a, 510k # k160983 and UDI#: (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal surgery procedure on t12 due to primary osteoporosis and compression fracture. Bone cement was injected into vertebra with the image checked to ensure that the cement wouldn¿t be inserted into the area other than vertebra. Subsequently, when bfd was inserted and curing was awaited, the cement injected into the vertebra flew back to the pedicle. It occurred possibly because the bfd was not fully inserted. Bone filler device and osteo introducer were turned so that they do not stick to each other, and the event was turned out by confirming the final image after removal the instruments. No patient complications were reported as a result of this event.